Event description:
Md was using the short gyrus during a laparoscopic hysterectomy. After cauterization with instrument, the instrument was removed from the cavity and one of the inside pieces of the instrument jaw had come loose and was stuck to the uterus. There was no injury or adverse effect to the patient.